Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit would not go through battery test after being in use for three months. There was no reported patient involvement.